Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Pericardial effusion was noted during mapping phase /before ablation probably in the left ventricle or in the ra. Pericardiocentesis was performed successfully, and the patient is at the moment in stable and good conditions. The procedure was not successfully completed as ablation was not performed after the adverse event. This adverse event discovered during use of bw products. The physician¿s opinion on the cause of this adverse event: procedure and patient condition (probably cs catheter not from bw). The outcome of the adverse event: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: one day of observation at the intensive station. No ablation was performed and a thermocool® smarttouch® sf catheter was used. Force visualization features used: graph, dashboard, vector and visitag. Visitag module parameters for stability were used: 3mm and 3 sec. Additional filter used with the visitag: ai: ablation index setting 25% and 3g. No steam pop was noted as no ablation was performed. Irrigated catheter was used in the event, the flow setting: standard 8ml/30w and 15ml/over 30w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Since the event is life-threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On(B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 10-aug-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30499127l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).